Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported air in line sensor error which was reproduced during evaluation in the form of false air in line alarms. The false air in line alarms were additionally verified through a review of the event history log and found to be caused by low upper and lower fluid numbers on a failed ultrasonic sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "air in line sensor errors." There was no known patient injury or medical intervention associated with this event. No additional information is available.